Event description:
An alarm occurred due to an occlusion event earlier in the day. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin administration, after which no further assistance was necessary, and the case was closed.